Event description:
The customer reported that, prior to use on a pt, the unit generated an "electrical test failure code #57" alarm after "powering up". The pt was switched to another unit and therapy was initiated. No pt injury was reported.